Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. Quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument and evaluating the results that the customer obtained after testing a pool of negative tni-ultra patient samples, the cse performed a total service call. The cse cleaned base connector to base bottle, replaced acid and base, primed new acid and base bottles, checked dispense of acid and base, cleaned luminometer, and ran 10 replicates of patient results and qc. The qc and precision study recovered acceptably. Siemens further investigated the issue and determined that cleaning the base connector and replacing the acid and base reagents potentially resolved the issue that contributed to the discordant, falsely elevated tni-ultra results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) results were obtained on (B)(6) patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate advia centaur xp instrument, resulting lower. The repeat results obtained from the same instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra results.